Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue and moisture was found in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/18/2016 with the following findings: there were two unexplained pump reboot events observed in the black box on (B)(6) 2016. Multiple motor power related alarms were seen in the black box with the indication that the pump reboot events might have been to clear them. The pump powered on with the returned battery cap. No audible tone or vibration alert was present at power up. The battery cap was unable to fully tighten to the pump. There was a battery compartment crack observed from the thread area to case seal. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. During investigation a motor power supply alarm was received on each "rewind" attempt. A leak test showed that there was a leak at the battery compartment crack. There was evidence of additional moisture throughout the inside of the pump.